Event description:
It was reported that the remote pacemaker transmission showed that there were ventricular high rate episodes that looked to be "noise" on the right ventricular (rv) lead. The rv lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: (B)(4) implantable pulse generator, implanted: (B)(6) 2010. (B)(4).